Event description:
It was reported to baxter?s technical service center that a home patient (hp) had received a system error (se) 2240 alarm (air in line) on the homechoice (hc) machine during dwell 3 of 4. The technical service representative (tsr) assisted the hp with troubleshooting to clear the alarm. There was no report of injury or medical intervention.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional relevant information becomes available, a supplemental report will be submitted.